Event description:
Covidien received info stating that the touch screen was unresponsive. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the single board computer (sbc) printed circuit board (pcs). The ventilator passed self-testing.